Event description:
It was reported, the patient could not communicate with the internal neurostimulator (ins). Neither the patient programmer or recharger worked with the ins. The last time the patient felt stimulation was 6 to 12 months ago. The ins was overdischarged and it was indicated that the overdischarge was due primarily to patient compliance. Four physician mode recharges were done by the patient at home. The patient made several appointments with the manufacturer representative to try to get the ins out of the overdischarged state. It was indicated that the patient was not charging the battery as she should and every time the manufacturer representative saw her the ins was again overdischarged. The impedance test was good. After several overdischarges the ins could not be turned back on because it was at end of service. The patient was not receiving therapy and the physician submitted a request for ins replacement to workers compensation. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60 lot#, serial#(B)(4), implanted: 2008 (B)(6), explanted: product typ lead product ID 3778-60 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ lead product ID 37752 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ recharger product ID 37743 lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product typ programmer, patient (B)(4).